Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited gradual rise in capture threshold post implant. The patient was asymptomatic. The patient presented for surgery on (B)(6) 2018. The lead was explanted and replaced. No patient complications were noted.